Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an arthroscopy procedure, the tip of the 10mm trunav retrograde drill broke off while antegrade reaming. The broken piece was wholly removed by using a small osteotome to create a space next to the piece, and using a small needle holder one side of the jaw was placed in the cannulation of the drill, while the other was placed outside the drill in the space created with the osteotome, and it was pulled out at that point. The procedure was successfully completed using a back-up device in the same originally drilled bone hole. A surgical delay greater than 30min took place, and no further complications were reported. The patient current status is normal post op.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The entire distal portion of the device (antegrade and retrograde drills) is fractured away from the shaft and sheath of the device the actuator wire is detached from the grey slider and in the sheath of the device. There is debris on and in the device. Per case details, the broken drill piece was retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since there was no harm alleged to the patient due to the surgical delay and no other complications were reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, off-axis insertion of the device or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.